Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) knob for helium tank is broken.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found knob was missing. Stm provided a new knob to customer and replaced the knob(d366-00-0104 knob). Unit passed all functional and safety test per factory specifications. Unit is cleared for clinical use.

Event description:
N/a.